Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "outside of parameters downstream occlusion" was not reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a passing result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force sensor values were found out of specification. The cause is determined to be a failing force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion outside parameters which would indicate the device either alarmed too soon or took too long to alarm for a downstream occlusion alarm. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.